Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for pelvic pain and gastrointestinal/pelvic floor. It was reported that the patient¿s implant was ¿revving up on its own¿ and it would surge to a higher speed than where the patient had it set. This occurred in (B)(6) 2016. The patient was doubled over, had tears in her eyes, was kind of panicked, and the vibration was very intense and hurtful. The implant quit working and was removed on (B)(6) 2016. She later had another device trial.

Event description:
Additional information received from the patient reported that for no reason the unit just revved up while visiting with company. The patient left the room and doubled over in pain. Realizing she needed to get to the hand held device, she went to get it. In that span of time, approximately 2-3 minutes, it stopped. She went ahead to try and turn it off, but the device would do nothing. It "would do nothing - not come on, off - nothing. I tried several times but nothing."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.